Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that the balloon ruptured. No further information was provided regarding the procedure. There was no reported intervention or patient injury. The patient's condition was reported to be "normal."

Manufacturer narrative:
The device was returned for evaluation. During investigation, the balloon was inflated with saline. Upon inflation, a pinhole was found in the balloon material 7mm distal to the proximal balloon marker band. Based on the investigation and provided information, the reported complaint of a ruptured balloon was confirmed. The root cause cannot be determined.